Event description:
It was reported that the patient received one shock due to nonphysiologic sensing. Impedance > 3000 ohms, lead fracture, and oversensing were reported. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Noise and high ventricular impedance were noted on the data disc review.